Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "hv min fault during charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device passed all testing without reproducing the error. However, the main board was replaced to reduce the probability of reoccurrence. Further evaluation of the main board did not determine the root cause and was scrapped. No emerging trend based on similar reports.